Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be used to treat multiple stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was bent and could not be deployed. The device was removed from the patient and the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed that the stent barb was torn. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation result of stent barn torn. Block h11: only the flexima biliary stent was received for analysis; the delivery catheter was not returned. Visual inspection was performed and found the stent barb torn and the stent kinked. The reported event of stent failure to deploy could not be confirmed. The observed damages were most likely a result of difficulties encountered while trying to deploy the stent. It could be that the technique used by the physician, and the tortuosity of the procedure contributed to the tearing of the stent barb and kinking of the stent. However, due to the lack of evidence and without proper evaluation of the device as only the stent was returned, the overall root cause of the reported event cannot be established.